Event description:
It was reported that an intraocular lens (iol) was implanted. During the postoperative follow-up conducted four hours after surgery, the patient exhibited a subjective spherical refraction of +3.00 d. The surgeon noted a discrepancy in labeling, as the outer box indicated a +24.00 d lens, while the stickers attached to the implant sheet specified a +19.00 d power. Based on this, the surgeon suspects that a +19.00 d lens was implanted instead of the intended +24.00 d lens and confirmed that no mix-up with other patients or lenses was possible. The lens was explanted on may 8, and a drn00v +24.00 d was implanted and the patient¿s postoperative course is progressing as expected. No further information has been provided. Note: this report addresses the lens indicated as +19.00 d on the implant sheet, which is suspected to have been implanted. A separate report will be submitted for the other serial number lens involved.

Manufacturer narrative:
Section a3b, a4, and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section e1 - telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.